Manufacturer narrative:
H.6. Investigation: bd had not received samples or photos for evaluation. Therefore, retention samples of the incident lot were selected from bd inventory for evaluation and upon completion, no issues relating to fibrin and hemolysis were observed. There were no difficulties encountered during blood collection and all tubes appeared to exhibit proper fill. Bd was unable to confirm the customer¿s indicated failure mode, hemolysis, because the defect was not evident in the testing of the complaint lot samples. All visual observations of both retain and control samples tested demonstrated clinically acceptable performance. All tubes performed as expected. The customer reported clotting times range from less than 30 minutes, to (the recommended) a 60 minute clot time. Any clot time less than 60 minutes is considered an off-label use of this product. We do not have the capability for veterinary investigations. This investigation was performed utilizing human blood. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for the indicated failure mode fibrin and hemolysis. Bd was not able to identify a root cause for the indicated failure mode.

Event description:
It was reported when using the tube pln plh 13x75mm 4.0ml plbl rd br, the device experienced hemolysis and missing additive. The following information was provided by the initial reporter. The customer stated: there are several vets complaining of hemolysis and fibrin in the red closure tube, they are asking if there are other complaints from other vets.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. "Multiple lot numbers: there were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 0309721. Medical device expiration date: 2022-02-28. Device manufacture date: 2020-12-10. Medical device lot #: 0339396. Medical device expiration date: 2022-03-31. Device manufacture date: 021-01-05. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the tube pln plh 13x75mm 4.0ml plbl rd br, the device experienced hemolysis and missing additive. The following information was provided by the initial reporter. The customer stated: there are several vets complaining of hemolysis and fibrin in the red closure tube, they are asking if there are other complaints from other vets.